Event description:
Covidien received information that the 840 ventilator had no audible alarm. The customer reported that it is unknown if there was patient involvement. The device is a rental unit. The customer reported to have replaced the alarm cable assembly. The customer reported to have passed all testing.